Event description:
It was reported that the patient experienced chest pain. It was further reported that the right atrial (ra) lead exhibited high thresholds as well as an impedance warning for rising impedance. The right atrial (ra) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
693558 lead was implanted on (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.